Event description:
I had lasik on (B)(6) 2010, at (B)(6). The surgery was performed by dr. (B)(6) and the ophthalmologist that performed my pre-surgery evaluation was dr. (B)(6). The day after the procedure my vision was 20/70 according to the snellen acuity test. My vision was extremely blurry and distorted. I was not told what my visual acuity was, and was allowed to drive for over a week before being given a new eye glasses prescription. Legal vision in (B)(6) is 20/30 or 20/40. I was told each time by dr. (B)(6) that I am a slow healer and to give it time. I was suffering from multiple images in each eye and vision that would fluctuate greatly throughout each day. At night, the halos, starburst, and multiple images were much worse. A few months or so, after the first lasik surgery I consulted dr (B)(6)- for a second opinion. He spent roughly two hours working with me and was unable to correct my vision. His words were that the outcome was not catastrophic like a plane crash, but more like the landing gear just broke off. He had concerns that the shape of my cornea was changing throughout the day. I made two additional visits to dr. (B)(6) about a week later, so he could check my eyes twice within the same day, once in the morning, and once later in the day. My vision was fluctuating throughout the day. Dr (B)(6) mentioned that cross-linking may help and that a new procedure would possibly be available in 6-8 months. Dr (B)(6) also mentioned that higher order aberrations were probably responsible for my poor vision. Unsatisfied with dr (B)(6) opinion, I sought a third opinion from another ophthalmologist, dr. (B)(6), who had handled my vision for about 4 years prior to me having lasik. He too was unable to correct my vision and mentioned that higher order aberrations were affecting my vision. I continued follow up appointments with dr. (B)(6) due to multiple vision issues. In the first half of (B)(6) 2010, I was taken to the (B)(6) hospital by my father and wife to be evaluated for depression the night after I almost took my own life. I was taken to the (B)(6) facility and kept for the night for observation and released the next day. On (B)(6) 2010, I had a second lasik surgery also performed by dr. (B)(6) as he seemed confident that he could correct my vision. The night of this procedure, I was able to see better than I had in the previous 7 months. The next day at my follow up appointment after the bandage contacts were removed my vision immediately became blurry. My vision continued to fluctuate again after this procedure and about 5 days after the enhancement surgery, severe double vision returned in my right eye and multiple images have since reappeared in both eyes. Prior to the second surgery, I had not had two follow up appointments where my vision was stable. I was unaware of this at the time I had the second surgery. I requested a copy of all of my records from dr. (B)(6) office and my wife picked them up. The records were incomplete and there was no mention of my repeated complaints of multiple images, halos, starbursts, etc in my file. In the early part of (B)(6) I visited with a general physician with my wife to seek help for my severe depression. I was prescribed zoloft which I have taken daily since then with little relief. Near the end of (B)(6) 2011, I was referred to dr (B)(6). He explained that my corneas were healthy and not scarred, but due to the amount of flattening that had occurred due to correction of my high myopia (-7.50 each eye contact rx) that stray light was causing the issues I was seeing. In addition to the flattening of my corneas, the size of my pupils were also contributing to my vision issues. He told me not to have any additional surgeries. On (B)(6) 2011, I had another visit with dr. (B)(6) who spent about 1.75 hours and was also unable to correct my vision. He too mentioned that the amount of flattening of my cornea contributed to my vision issues. As of (B)(6) 2011, I still suffer from poor, frequently fluctuating vision during the day. I see multiple images in each eye and this only becomes worse and more apparent at night. At night I suffer from severe depression when I am out. The starbursts leave rays of light that project from every illuminated object to me and don't disappear until the original light source has been obscured. When cars are behind me, the headlights in my rearview mirror allow the starbursts to extend beyond the mirror and they obstruct my view through my windshield. Nighttime issues have only become worse and daytime vision is poor as well. This completely unnecessary surgery has robbed me of everything that I once enjoyed. I feel terrible for what my wife has been through as she tries to support me through this. I feel deceived by the surgeon and the doctor who performed my pre-operative evaluation. The risks were minimized and the fact that the surgery was performed in plain view of the lobby of facility gave the appearance that this was a trivial surgery with no real risks. This could not have been further from the truth as I have found. This procedure has completely ruined the last 11 months of my life and left me with little to look forward to each day. I have been robbed of everything that I once enjoyed. I cannot even relax and watch tv to escape. I often have dreams about my vision.